Event description:
The epinephrine injection (auto-injector) cap was broken [device breakage] no adverse event [no adverse event] case narrative: this initial spontaneous report concerns of device breakage and no adverse event in a 03-year-old male patient (race not reported) from the united states. The patient's age at the time of experience was 03 years. On 17-jan-2024, amneal pharmaceuticals received information from the patient's mother via a telephonic call concerning above-mentioned event experienced by the patient while on amneal's twinject (epinephrine auto-injector). On an unknown date, the patient was using epinephrine injection (auto-injector) 0.15 mg (ndc: 0115-1695-49, lot number: g230807z, expiration date: apr-2025, and serial number: (B)(6)) (dose, frequency, route, and therapy dates were not reported) for anaphylaxis. Concurrent condition included anaphylaxis. Co-suspect medication, concomitant medication, medical history, history of procedures/ surgeries, history of allergies, history of smoking, alcohol consumption, and recreational drug use were not reported. Laboratory tests were not reported. On (B)(6) 2023, they purchased a sealed box of medication from the pharmacy. On an unknown date, the patient was experiencing anaphylaxis and wanted to use the epinephrine injection (auto-injector), while about to use the patient's mother found it broken and reported a product complaint saying that the epinephrine injection (auto-injector) cap was broken. So, the patient's mother decided not to use the medication as it was defective. Further it was reported that, auto-injector was kept in it carrying case only. Last action taken with epinephrine in relation to device breakage and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device breakage and no adverse event was unknown. The reporter did not provide the causality of device breakage and no adverse event with epinephrine. This case was considered as serious. The reportability of this case was expedited. Follow-up (#1) information was received on 18-jan-2024. Additional information was received from the patient's relative via a telephone call. New information received included: narrative was updated. It was reported that, the patient did not use the second epinephrine injection (auto-injector). This significant follow up (#2) information received on 05-feb-2024. New information received includes qa investigation report, attached with this case. On 17 jan 2024, amneal product complaints received a product complaint notification for epinephrine auto-injector 0.15 mg, lot g230807z, ¿cap of epipen was broken¿. The investigation complaint sub-type based on the complaint information was determined to be for ¿defective injector¿. The cmo pfizer investigation was not warranted as the complaint was related to the assembly of the device at phillips. An investigation was performed by phillips on the subject lot. After review of the manufacturing controls in place, pmm does not see a correlation between technical complaint comp_2024_0151 and the manufacturing process at pmm. Per the electronic batch record, all in-process inspections and qa release samples testing met acceptable criteria, there were no deviations or discrepancies found during the assembly of this lot that could have led to the defect reported by the customer. The lot met all acceptance criteria before release and distribution. There have been no other complaints reported for lot g230807z for the past 24 months. There have been thirty-seven (37) other, similar complaints reported in the complaint category ¿defective injector¿ in the past 24 months. None of the 37 similar complaints were attributed to the manufacturing process. Note: complaints are assigned the sub-type of defective injector when detail surrounding the event lack details to determine a more specific complaint sub-type. All 104 retains for lot g230807z were examined and none showed evidence of broken/damaged caps, this review included the case top and bottom, sheath remover and safety cap. Based on the retain review the reported complaint of was not confirmed. A review of the pfmea was completed to confirm if the failure mode is captured within the current assembly process. The complaint sample was not returned for evaluation. A root cause related to user error could not be determined as details for the reported complaint were insufficient to determine cause, in addition and the complaint sample was not returned for evaluation, as such the reported complaint could not be confirmed. The investigation associated with epinephrine injection usp auto-injector 0.15 mg; lot g230807z for the complaint category ¿ defective injector, for the reported complaint ¿cap of epipen was broken¿ confirmed that the auto-injectors were manufactured in accordance with approved batch records. The evaluation of the retain samples conformed and met specification. The complaint sample was not returned for evaluation, as such the reported complaint could not be confirmed. There were no issues related to the manufacturing process that were determined to be attributed to the reported complaint. The investigation concluded that the lot released to market was manufactured in accordance with approved batch records and specifications. Last action taken with epinephrine in relation to device breakage and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device breakage and no adverse event was unknown. The reporter did not provide the causality of device breakage and no adverse event with epinephrine. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.

Event description:
The epinephrine injection (auto-injector) cap was broken [device breakage] no adverse event [no adverse event] . Case narrative: this initial spontaneous report concerns of device breakage and no adverse event in a 03-year-old male patient (race not reported) from the united states. The patient's age at the time of experience was 03 years. On (B)(6) 2024, amneal pharmaceuticals received information from the patient's mother via a telephonic call concerning above-mentioned event experienced by the patient while on amneal's twinject (epinephrine auto-injector). On an unknown date, the patient was using epinephrine injection (auto-injector) 0.15 mg (ndc: 0115-1695-49, lot number: g230807z, expiration date: apr-2025, and serial number: (B)(6)) (dose, frequency, route, and therapy dates were not reported) for anaphylaxis. Concurrent condition included anaphylaxis. Co-suspect medication, concomitant medication, medical history, history of procedures/ surgeries, history of allergies, history of smoking, alcohol consumption, and recreational drug use were not reported. Laboratory tests were not reported. On (B)(6) 2023, they purchased a sealed box of medication from the pharmacy. On an unknown date, the patient was experiencing anaphylaxis and wanted to use the epinephrine injection (auto-injector), while about to use the patient's mother found it broken and reported a product complaint saying that the epinephrine injection (auto-injector) cap was broken. So, the patient's mother decided not to use the medication as it was defective. Further it was reported that, auto-injector was kept in it carrying case only. Last action taken with epinephrine in relation to device breakage and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device breakage and no adverse event was unknown. The reporter did not provide the causality of device breakage and no adverse event with epinephrine. This case was considered as serious. The reportability of this case was expedited. Follow-up (#1) information was received on 18-jan-2024. Additional information was received from the patient's relative via a telephone call. New information received included: narrative was updated. It was reported that, the patient did not use the second epinephrine injection (auto-injector).